Manufacturer narrative:
An event of stenosis, regurgitation, high gradient and hypertension was reported. The results of the investigation are inconclusive as the device remains implanted and therefore not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated the patient was (B)(6) with a medical history including prior stenosis. Comorbidities included "hyponatremia with acute kidney injury secondary to hypovolemia and dehydration in the setting of siadh (syndrome of inappropriate antidiuretic hormone secretion)". The valve had been implanted for over 9 years.

Event description:
On (B)(6) 2009, a 21 mm trifecta valve was implanted for the treatment of severe aortic insufficiency. A concomitant ascending aortic replacement with a 26 hemashield graft was also performed. On (B)(6) 2018, the patient presented to the emergency room with complaints of severe hypertension with associated headache and weakness. The patient was treated with clonidine. A chest x-ray and troponins were negative. A tee performed on (B)(6) 2018 noted significant prosthetic stenosis with a peak aortic valve velocity of 357 cm/sec with a mean pressure gradient of 31 mmhg and mild-moderate aortic regurgitation (1-2+). On (B)(6) 2018, the patient was admitted to the hospital for labile hypertension and prosthetic aortic valve stenosis. The valve remains implanted and the patient was discharged to home on (B)(6) 2018. The patient presented to the emergency room on (B)(6) 2018 with generalized weakness and found to be hyponatremic with acute kidney injury secondary to hypovolemia and dehydration in the setting of siadh (syndrome of inappropriate antidiuretic hormone secretion). The patent's diuretics were held and IV fluids were administered. When her sodium levels stabilized, the hypovolemia resolved. The patient was discharged to home on (B)(6) 2018. Additional information received indicated the patient underwent a valve-in-valve procedure on (B)(6) 2018 and a 23 mm sapien 3 valve was implanted. The patient is reported to be stable. (Clinical study ID: (B)(6))